Event description:
The following was reported to hamiton medical ag: customer complained ac would not recognize on vent, they complained of a burning smell. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamiton medical ag: customer complained ac would not recognize on vent, they complained of a burning smell. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: fields b4, g6, h2, h3, and h6 are updated. Follow-up 2 - additional information: field h11 is updated. The customer reported that the device did not recognize ac power and a kind a burning smell was noticed. The issue occurred outside of ventilation, during transport preparation, and was reproducible. No patient or user was harmed, and no medical intervention was required. Consequently, the event did not cause or contributed to a death or serious injury of a patient. Upon inspection, a burned tantalum capacitor was found on the driver board. The device also showed multiple technical faults, including blower temperature sensor defect, blower disconnected, blower fault, and realtime clock failure. The root cause of the event was identified as a defective tantalum capacitor on the driver board, most likely caused by overvoltage related to emc or mains supply. The driver board (msp161500) was replaced with a new version (msp161500;06;3023114), and the device passed all functional tests after the repair. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamiton medical ag: customer complained ac would not recognize on vent, they complained of a burning smell no patient involvement.